Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose level was 347 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.